Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block and main circuit board will be replaced to address the issue. (B)(4).

Event description:
It was reported to resmed that an astral device had a defective pneumatic block and main circuit board. There was no patient harm or serious injury reported as a result of this incident.